Event description:
The customer reported to a bayer representative that an alleged air injection occurred on a (B)(6) male patient while utilizing the avanta fluid management system ((B)(4)) to perform a coronary angiography procedure. During the first injection, with the catheter located in the left coronary artery, 5 ml of air was observed on the fluoroscopic images. The patient suffered a transient cardiac arrest but was reported to later recover.

Manufacturer narrative:
A system service check of the avanta fluid management system was completed by bayer service and found that the injection system performed to specifications. The multi-patient sterile disposable set (mpat) and the single-patient sterile disposable set (spat) that were in use during the procedure were discarded by the site. However, the site was able to provide the lot number of the mpat syringe only that was in use. A retained sample has been requested and will be examined once received. The customer has been offered additional applications training and has accepted. A site visit is being scheduled. A follow up report will be submitted once the investigation is completed.

Manufacturer narrative:
A system service check of the avanta fluid management system was completed by bayer service and found that the injection system performed to specifications. The multi-patient sterile disposable set (mpat) and the single-patient sterile disposable set (spat) that were in use during the procedure were discarded by the site. However, the site was able to provide the lot number of the mpat syringe only that was in use. A retained sample has been received and examined and found to perform to specifications. The customer has been offered additional applications training and has accepted. A site visit is being scheduled. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.